Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. However, the fse of olympus checked the subject device on-site and found the reported phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that while the field service engineer (fse) of olympus visiting the user facility, it was found that there was no tip of the channel cleaning brush bw-20t used for channel brushing in the reprocessing of the subject device before an unspecified procedure. The missing brush tip could not be found. After the reprocessing, the user used the subject device to procedure without any problem. There was the possibility that insufficient or incorrect reprocessing subject device was used for the procedure. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of the olympus locations. However, the fse of olympus checked the subject device on-site. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information, omsc surmised that the reprocessing of the subject device might have been incorrect and insufficient due to using of the cleaning brush with no tip. If additional information is received, this report will be supplemented.